Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor didn't came out of the sheath. After the first and second auditve click, the anchor wasn't released. The device could be retrieved without any problem. It was reported that the patient is good and that there was no harm. It was reported that the procedure outcome was good. Additional information was received on (B)(6) 2017: anchor could not be released. Device was removed to perform manual compression for hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8 fr angioseal vip device was received at terumo medical corporation for product evaluation. The arteriotomy locator was returned with the device. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. No anomalies were noted with these deployment stages. When digital pressure was applied to the anchor the anchor and collagen separated from the carrier tube assembly as if no suture was present. The tensioner was then extracted from the device cap and revealed that the suture was indeed present in the device and wrapped around the spool. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The fragility of the suture is likely due to the suture being exposed to a high moisture content and degrading as poly lactic acid is known to do. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide codes. When submitting follow up no. 1, the codes were unable to be selected, they are now available.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to correct catalog#. It was initially reported 610132, however, the correct catalog# is 610133.